Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect(s) of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020, the patient had two (4.00x38 mm and 3.50x38 mm) xience sierra stents implanted. On (B)(6) 2020, the patient was re-admitted with angina. Unspecified treatment was provided and the final patient outcome is not known. No additional information was provided.